Event description:
It was reported that at the time of the right ventricular (rv) lead replacement, the rv lead would not release from the muscle at the rv apex. The lead was cut, capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.